Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guidewire and one introducer set (sheath and dilator) from a port kit were returned for evaluation. Blood and residue were noted throughout the sheath and guidewire. The sheath and dilator were both bent with buckling observed on the sheath. When viewed under magnification, it was noted that the tip of the dilator appeared to be damaged. The dilator was advanced over the guidewire successfully with no resistance noted. As damage was noted to the dilator tip, the investigation is confirmed for the reported dilator tip damage. It is likely that the overall damage noted to the sheath and dilator are related to the dilator tip damage, possibly as a result of advancement of the dilator within the sheath or advancement of both over the guidewire. Additionally, the evaluation results indicate that the dilator was able to advance over the guidewire, therefore it is possible that conditions of use contributed to the reported event. However, the definitive root cause for the reported event could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include not rotating the macrointroducer during insertion of the guidewire, rapid removal of the guidewire, excessive force during insertion, steep insertion angle and insufficient-sized skin nick. (Expiration date: 12/2020).

Event description:
It was reported the dilator component of a port catheter was allegedly flexible causing the tip to fold/bend and causing the guide wire to not slide through, making the component unusable. It was further reported that another catheter was used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported the dilator component of a port catheter was allegedly flexible causing the tip to fold/bend and causing the guide wire to not slide through, making the component unusable. It was further reported that another catheter was used. There was no reported patient injury.